Event description:
A non-health care professional reported that during an intraocular lens (iol) implantation procedure, at the time of loading, resistance was encountered while the lens was in the cartridge and the haptic was torn. There was no patient contact, and the procedure was completed on the same day. Additional information was received and stated in the surgeon opinion, the lens and cartridge contributed to cause the event.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4), h.10 reflects all related report numbers associated with this product event that have been submitted at this time.